Manufacturer narrative:
Additional information: g3, h3, h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the monitor had continuous self-reboot as well as an error message indicating a missing battery. Visual inspection of the monitor's exterior found there to be minor dama ge along the top portion of the back cover. As the monitor demonstrated the same failures during analysis when connected to a known-good bisx module and sensor. The faults were further narrowed down to software issues and a disconnected cmos battery, respectively. The monitor was then connected to ac power and activated, where immediate display of error message "cmos battery is missed!" Was observed in a blue box at the center of the screen, matching with the attached image in gch. After input from the analyst, the monitor continued to pass post without further errors. The monitor's displayed date was found to be december 26, 2024, only two days after its provided date of manufacture, december 24, 2024. After several power cycles under different power supply conditions, consistent display of the battery error message was found to occur either with periods of a few minutes in between power cycles, or with no ac connected and complete reinstallation of the monitor's battery. The monitor was then opened and inspected where the real time clock battery was found to have been disconnected from the main board. Measurement of the battery's voltage found it to have a within-tolerance value of 3.225 volts. The battery was reconnected to the main board before performing a more in-depth inspection, which included removal of the aluminum sink, where no other damage or solder defects were found. After reassembly, the monitor no longer demonstrated repeated output of the missing cmos battery errors. Progressive connection of a bisx module, interface cables, and sensor simulator was performed with the monitor, where connection of the sensor resulted in the monitor restarting. Maintaining this connection setup caused the monitor to continue performing restart indefinitely until the sensor was disconnected. A review of the system logs found there to be an "unexpected sw error" that was likely triggered when the sensor was connected and active monitoring began. Through this, it was determined that some of the monitor's software may be corrupted and restoration/update of software may be required. No further troubleshooting was possible. The monitor was retained in failur e analysis. It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The reported issues were confirmed. The most likely cause of monitor rebooted, was software and connection of the sensor. For reported condition of missing battery, it was determined that the most likely cause was component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The puck and sensor were replaced and worked fine. The sensors and cables were also swapped to isolate the issue. These monitor issues resulted in a delay of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor rebooted randomly and continuously after the puck was connected and the sensor was applied to a patient during the intraoperative period. An error message indicated that the battery was missing. The puck and sensor were replaced and worked fine. The sensors and cables were also swapped to isolate the issue. These monitor issues resulted in a 15 minutes delay of the procedure.